Manufacturer narrative:
Following an investigation by a device expert this case was deemed non-reportable hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: on (B)(6) 2023, the intensive care department found that a respirator was connected with oxygen and turned on, and the oxygen source was missing, the alarm could not be eliminated, and the equipment could not be used. The department staff immediately stopped the equipment and reported it to the instrument department for maintenance. The equipment cannot be used, which may cause the patients who need rescue and treatment to be unable to be treated in time. No patient harm was reported as it occurred pre-use.

Manufacturer narrative:
The device was not returned to hamilton medical ag for investigation. No patient harm was reported as issue occurred pre-use. Case under investigation. Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamiton medical ag: on january 20, 2023, the intensive care department found that a respirator was connected with oxygen and turned on, and the oxygen source was missing, the alarm could not be eliminated, and the equipment could not be used. The department staff immediately stopped the equipment and reported it to the instrument department for maintenance. The equipment cannot be used, which may cause the patients who need rescue and treatment to be unable to be treated in time. No patient harm was reported as it occurred pre-use.